Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a high pressure alarm for a second time in an hour. Alarm was silenced. Patient denies any tubing kinks or closed clamps. Batteries were removed, tubing clamped, and cassette removed. Tubing massaged and cassette tapped on hard surface. Cassette reattached, batteries reinserted and tubing unclamped. Pump restarted but alarm returns. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. No product was returned however the pumps operators manual indicates that the pump will alarm high pressure if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Product is beyond 6 years from manufacture date of 2016-02 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.